Event description:
It was reported that an ilet user received a recurring alert 38 during fill tubing at approximately 0.4 units despite multiple restarts, and a replacement was arranged. Symptoms included hyperglycemia with a reported maximum of 268 mg/dl for about one hour, without ketones, backup therapy, professional intervention, or other acute health effects. Outcomes included transient elevation in blood glucose without hospitalization or long-term impact. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.